Event description:
It was reported that the patient was in a lot of pain. It was noted that the patient¿s first implantable neurostimulator (ins) was replaced due to normal battery depletion and their new ins had not worked since implant. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 3 778-60, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2007 (B)(6); product type lead. (B)(4).